Event description:
A malfunction alarm was reported with code malf 12, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, ensuring there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the device, which resolved the issue as the malfunction code did not recur. The customer was able to continue using the pump and was instructed to reach out if the malfunction happened again.